Manufacturer narrative:
Information pertaining to the "verify stating on the right side 'settings not available call your clinician'" was omitted by mistake. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator (ens). It was noted that the trial started on (B)(6) 2017. It was reported that the verify stated on the right side " settings not available call your clinician." The patient stated that it was not working. The patient was on the left side amp level 7.3 and felt no stimulation. The patient reported that she just switched to the left side and felt it at first, but about an hour ago she stopped feeling it. Patient stated she received the message " setting are not available call your clinician". Support link assisted with the patient with trouble shooting. Support link had the patient turn off the stimulation and remove batteries. The patient again stated that the amp level was 7.2 and she received the message "setting not available call your clinician." The patient tried to increase it to the max, but could not feel stimulation. Support link assisted the patient in switching back to right side and the patient felt stimulation at amp level 3.7. The patient stated that she had not been getting much symptom relief on either side since the trial started. The patient re ported that she was sitting on the couch and she twisted a weird way and she felt the "needle" move. The patient noted that she stopped feeling stim before that, though. No further complications were anticipated/reported.

Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator (ens). It was noted that the trial started on (B)(6) 2017. It was reported that the patient stated that it was not working. The patient was on the left side amp level 7.3 and felt no stimulation. The patient reported that she just switched to the left side and felt it at first, but about an hour ago she stopped feeling it. Patient stated she received the message " setting are not available call your clinician". Support link assisted with the patient with trouble shooting. Support link had the patient turn off the stimulation and remove batteries. The patient again stated that the amp level was 7.2 and she received the message "setting not available call your clinician." The patient tried to increase it to the max, but could not feel stimulation. Support link assisted the patient in switching back to right side and the patient felt stimulation at amp level 3.7. The patient stated that she had not been getting much symptom relief on either side since the trial started. The patient reported that she was sitting on the couch and she twisted a weird way and she felt the "needle" move. The patient noted that she stopped feeling stim before that, though. No further complications were anticipated/reported.